Event description:
It was reported that the customer had unresponsive buttons on her insulin pump. Her blood glucose was unknown at the time of reporting. The insulin pump was returned. No additional information was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The unit was received with intermittent buttons due to light moisture damage to keypad traces. The unit was received with minor scratches on the lcd window. The unit was received with cracked case at display window corners.